Event description:
The customer reported that the system stopped performing fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the fluoro functions and generator interface boards and verified the voltage. The system was tested and found to be working as intended and put back in service.